Manufacturer narrative:
The MFR investigated this report further and determined that the foil to tyvek pouching of the sutures, did not pose a threat to pts.

Event description:
Pre e-mail: "I was under the impression that it was illegal to resterilize suture material in a tyveck pouch, because the "etos" enter suture material & then leach out slowly into the pt causing irritation to the site & complications."